Event description:
It was reported that the customer intermittently experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Additional information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.